Event description:
It was reported that an unspecified quantity of novum iq syringe pumps alarmed a false downstream occlusion alarm. The alarms occurred during patient infusions using different syringe sizes and medications. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on unspecified dates, starting december 06, 2023. G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.